Event description:
It was reported that the pegs inside a graphic case are breaking down. Some pieces are large and some are small like crumbs. There is a concern that more pieces could break off and could fall into a patient. No procedure or patient was impacted. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.additional narrative:there is no synthes cross-reference lot number for lot number 104970, for p/n 304.257, therefore, a DHR review is not possible.(B)(4)